Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI): (B)(4). Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the whole spinal cord stimulation (scs) system was explanted. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.